Event description:
As initially reported by the other health care professional stated that after using contact lenses consumer experienced recurrent episodes of corneal ulcers along with symptoms of sensation of scratch, irritation, itching, foreign body sensation, and ocular discomfort. The consumer sought medical attention and was instructed to discontinue using the contact lenses and was treated with unspecified eye drops, the current status of the consumer¿s eye was improving at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the first of two reports for the same patient involving two lot numbers of the same product. It is n4077153 which contributed to the event. Refer to the second report filed under the manufacturer internal reference number of (B)(4). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. A returned sample from the same complaint lot was tested and was found to meet manufacturing specifications. A trend-related investigation was performed; no trend could be identified. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Correction has been made hence field MDR d4 has been updated. The manufacturer internal reference number is: (B)(4).